Manufacturer narrative:
Additional information received indicating the following: 1. Procedure: revision shunt ventricular peritoneal 2. Implant site: scalp (top of the head to the left) 3. What action taken after product problem occurred? (E.g. Replacement)? Answer: patient was evaluated for shunt not functioning. Patient booked to have shunt revised with a different shunt valve. 4. How the medical staff was able to complete the procedure? Answer: procedure booked for a date when different shunt valve was available.

Event description:
N/a.

Event description:
A facility reported that the surgeon explanted a nonfunctioning shunt (osv ii 909700 valve) in the operating room and asked that it be returned for evaluation as he is concerned it is defective due to the fact that it failed quite quickly.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.